Event description:
Patient reported that the surgical glue is starting to come undone from the incision, and they are tender. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).